Manufacturer narrative:
This event occurred in (B)(6). (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for (B)(6) confirmatory test on an e602 analyzer. The customer wanted to know what actions could be taken with assay neutralization percentage results closer to the 60% threshold since they are occasionally confronted with these type of results. The customer states that they are making special efforts with samples of certain neutralization values, particularly when they have an hepatitis b surface antigen result index that is not very high. The patient sample was said to have a (B)(6) surface antigen result of (B)(6). When tested with the (B)(6) confirmatory test, the patient sample plus control reagent had a result of (B)(6). With the (B)(6) confirmatory test, the patient sample plus confirmation reagent had a result of (B)(6). When calculating the percentage neutralization for the (B)(6) confirmatory test, the percentage was calculated as (B)(6), which is (B)(6). The result was reported outside of the laboratory to the doctor and he had the patient checked with a different technique. The patient was then tested using the architect and pcr methods. Each of the methods resulted as (B)(6). The patient was not adversely affected. The e602 analyzer serial number was (B)(4).

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A sample from the patient was requested for investigation, but could not be provided.